Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager the actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device involved dilator was unable to be inserted into the sheath. A new device was opened and used to complete the procedure; the defective device was discarded. Prior to the use of the angio-seal device, a coronary intervention was performed. There were no reported patient injuries, and no medical or surgical intervention was required. The patient remained stable and there was no reported blood loss. A 6 fr procedure sheath was used. There were no reported difficulties with arterial access, sheath insertion, guidewire placement, or catheter insertion. Additional information received on 28 apr 2025: the user did not have difficulty inserting the locator into the hub, nor did they succeed in mating the locator and hub (i.e., successfully inserting and locking the locator in the hub). There was no audible click on mating, and the user was unable to mate the locator with the hub after many tries.